Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a patient was placed on extracorporeal membrane oxygenation (ECMO) support due to an acute myocardial infarction and cardiogenic shock on (B)(6)2024. The patient was placed on venoarterial support with a blood flow target between 2.4 and 2.5l/min with a sweep gas of 2l at 100% oxygen. The pump head suddenly stopped rotation approximately 24 hours after initiation of ECMO support. Massive thrombi were observed in the pump head and patient circuit. The physician exchanged the kit to a competitor oxygenator. The patient continued ECMO support following this event. No abnormal noises were noted before the pump head stopped rotation. The patient lost approximately 500 to 600ml of blood as a result of oxygentor exchange. The sample was not available for return to xenios.

Manufacturer narrative:
Additional information: b5, d4, h6 .the described situation is adequately addressed in the IFU and/or on the label. Observed clots pre-oxygenator and within the oxygenator do not require circuit changes as long as they do not affect the oxygenator or flow performance and should be carefully monitored. If clots are observed in the blood outlet line of the circuit (exit of the oxygenator and post-oxygenator), the circuit should be exchanged. Circuit clotting can progress to a consumptive syndrome similar to disseminated intravascular coagulopathy (dic), which can be resolved by changing the circuit. Non-conformity related to the reported failure was not observed during manufacturing process. The observed failure was not related to any other complaint through trend analysis. No complaint sample was available. Since the cause is presumably patient and/or application related, it is highly unlikely to detect a failure in the retention sample. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, the record will be updated accordingly.

Event description:
A user facility reported a patient was placed on extracorporeal membrane oxygenation (ECMO) support due to an acute myocardial infarction and cardiogenic shock on (B)(6) 2024. The patient was placed on venoarterial support with a blood flow target bewtween 2.4 and 2.5l/min with a sweep gas of 2l at 100% oxygen. The pump head suddenly stopped rotation approximately 24 hours after initiation of ECMO support. Massive thrombi were observed in the pump head and patient circuit. The physician exchanged the kit to a competitor oxygenator. The patient continued ECMO support following this event. No abnormal noises were noted before the pump head stopped rotation. The patient lost approximately 500 to 600 ml of blood as a result of oxygentor exchange. There was no indication of a resulting injury from this event. The sample was not available for return to xenios.